Event description:
It was reported to the FDA that the pruitt f3 shunt was leaking due to a hole in the white port tube during a left carotid endarterectomy with bovine pericardial patch angioplasty. It is unknown whether the device was checked prior to use. No patient injury was reported.

Manufacturer narrative:
The device was not available to be returned for investigation. Based on the available information, the exact location of the leak in the product is unknown. Based on the available information, the exact root cause of the reported incident could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All qc tests passed their requirements.